Event description:
On an unknown date, the patient underwent a surgical procedure whereby the transverse aorta was replaced with a vascular graft. On (B)(6) 2010, this patient was implanted with a gore® tag® thoracic endoprosthesis (tgt3420/7813430) to treat two separate descending thoracic aortic aneurysms. The proximal end of the tag® device was implanted inside the vascular graft. The patient tolerated the procedure. On (B)(6) 2013, a proximal type I endoleak was identified. The aneurysm diameter measured 67 mm. On (B)(6) 2013, a conformable gore® tag® thoracic endoprosthesis was implanted to treat the proximal type I endoleak. The cause of the type I endoleak is unknown. On (B)(6) 2014, the persistent type I endoleak was observed. The aneurysm diameter measured 57mm.

Manufacturer narrative:
(B)(4). Manufacturer report number: 2017233-2015-00804. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks, aneurysm enlargement. And reoperation.

Event description:
This information was found during the four-year post-marketing surveillance of gore® tag® thoracic endoprosthesis in (B)(6). On an unknown date, the patient underwent a surgical procedure whereby the transverse aorta was replaced with a vascular graft. On (B)(6) 2010, this patient was implanted with a gore® tag® thoracic endoprosthesis (tgt3420/7813430) to treat two separate descending thoracic aortic aneurysms. The proximal end of the tag® device was implanted inside the vascular graft. The patient tolerated the procedure. On (B)(6) 2010, the patient suffered a stroke. The physician attributed the stroke due to the procedure. The patient was reportedly treated, but it is unknown what kind treatment was given. On (B)(6) 2010, a type ii endoleak was identified. The aneurysm diameter measured 60 mm. On (B)(6) 2011, the persistent type ii endoleak was identified. The aneurysm diameter measured 52 mm. On (B)(6) 2011, the persistent type ii endoleak was identified. The aneurysm diameter measured 52 mm. On (B)(6) 2012, the persistent type ii endoleak was identified. The aneurysm diameter measured 58 mm. On (B)(6) 2013, the persistent type ii endoleak and a proximal type I endoleak was identified. The aneurysm diameter measured 67 mm. Above information is reported in manufacturer report number: 2017233-2015-00804. (Following is the additional information.) On (B)(6) 2013, a conformable gore® tag® thoracic endoprosthesis was implanted to treat the type I endoleak. The cause of the type I endoleak is unknown. On (B)(6) 2014, persistent type ii endoleak and type I endoleak were identified. The aneurysm diameter measured 57mm.